Event description:
Event description guidant received information that a patient with this cardiac resynchronization therapy defibrillator (crt-d) called guidant's technical services to report hearing tones emitted from the device. The patient reported that the magnetic switch was turned off early in july. The patient thought the beeps might be the smoke alarm in the kitchen and disabled it. The beeping was heard after that. ,